Event description:
It is reported that pt underwent knee replacement in 2006, and was revised in 2008, due to persistent pain and a clicking noise.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.